Manufacturer narrative:
It is unknown if the device will be returned for evaluation. As additional information is received, supplemental reports will be submitted.

Event description:
The customer reported a plum 360 pump that alarmed causing a critical drip to stop infusing and the pump to be powered down and restarted to resume the drip. The event occurred in bed 9 of the adult ICU. Multiple drips were infusing, but only one was considered critical. There was patient involvement with an unspecified adverse event. No additional information was provided.

Manufacturer narrative:
H10: the device was not returned for evaluation. Without the return of the device a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Manufacturer narrative:
H10: additional information in section b5 and h6.

Event description:
Additional information received. The customer stated the pump will not be shipped in and after running reports through mednet, it was determined to be user error.